Event description:
Rn was preparing cardinal health instant hot packs for patient. Rn was demonstrating to patient that hot packs were to be placed over stomach for comfort. Patient pointed to rn's stomach to let her know hot pack contents had spilled over rn's scrub top. Faulty hot pack was discarded. Rn was not injured.